Manufacturer narrative:
The device has not been returned for failure analysis. The device history has been reviewed with the observation that the device was released as a refurbished device and successfully passed all tests at the time of release. The frequency of death or serious injury reports for code 103 (overdelivery) for omniflow product is approx 0.59/million sets.

Event description:
Underdelivery reported. The pump had been infusing d5.45ns with 20meq potassium phosphate a 225ml/hr via line a. At 8:48pm, line d was set to infuse a 390ml container of cyclophosphamide 2160mg/mesna 650mg at 360ml/hr. Lines b and c were off. At 9:52pm, the display flowsheet indicated that line d had completed infusion and that 360ml had infused. The nurse, however, reports that there was still approx 200ml remaining in the IV container. No device alarms had occurred. Customer questions if line a flowed retrograde into line d. The cassette in use was transferred to another pump and the remaining solution was infused. The pt did not experience any adverse effects. No further info was available.